Manufacturer narrative:
This report is submitted on may 30, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 17, 2023.